Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5,e1,e2,e3,h6(component code is being corrected to 866 - lenses, 918 - probe and medical device problem code is being corrected to 4043 - separation problem). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that wear and tear damage with customer mishandling and with increasing use/time. However, a definitive cause could not be determined. The following is included in the instructions for use (IFU): instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope had a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation that the gastrovideoscope connected to the washing process without a sealing ring - ultrasound head. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.